Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump alarmed motor error. Troubleshooting for motor error was performed. The customer¿s blood glucose level was 541 mg/dl at the time of the incident. It was reported that the drive support cap appeared normal. It was also reported that the insulin pump was not exposed to high magnetic fields. It was reported that the insulin pump passed the a displacement test. There was no indication of the insulin pump returning for analysis.